Manufacturer narrative:
The device was returned to smiths medical. The visual inspection delineated that the led's were broken. The root cause was the customer forcing the front cover on incorrectly. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Ro (B)(4): it was reported that the led was not working. Additional info received 7-oct-2021: "not an event, or staff dropped machine, buttons fell off; not in use with patient at time" no patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. The visual inspection delineated that the led's were broken. The root cause was the customer forcing the front cover on incorrectly. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Ro (B)(4): it was reported that the led was not working. Additional info received 7-oct-2021: "not an event, or staff dropped machine, buttons fell off; not in use with patient at time" no patient injury was reported.